Event description:
It was reported that the implantable cardiac monitor was programmed to detect atrial fibrillation (af) only, but the device detected atrial tachycardia (at) episodes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with at/af episode counters. Zero atrial fibrillation (af) counts recorded in s2d file. Atrial tachycardia (at) is counted. Ataf mode parameter is af only.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.